Manufacturer narrative:
Block b3: the exact date of the event is unknown. Approximated based on the month and year the first procedures were performed. Blocks d4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block g2 literature source: fairchild, et al. "Iatrogenic portobiliary fistula following endoscopic biliary stent placement: a case series and review of the literature." J vasc interv radiol 2023; doi: https://doi.org/10.1016/j.jvir.2022.11.032 block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e0511 captures the reportable event of vessel perforation. Imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf patient code e0514 captures the reportable event of thrombosis. Imdrf patient code e0733 captures the reportable event of pneumonia. Imdrf impact code f2301 captures the 10mm wallflex stent was placed. Imdrf impact code f2302 captures the patient received packed red blood cell transfusion . Imdrf impact code f23 captures the patient underwent celiac anteriogram and percutaneuos cholangiogram was performed. Imdrf impact code f21 captures the patient's condition rapidly declined. Imdrf impact code f12 captures the major hemorrhage. Imdrf impact code f02 captures the patient was transitioned to home hospice for end-of-life care.

Event description:
Boston scientific became aware of events involving a wallflex biliary stent through the article, iatrogenic porto biliary fistula following endoscopic biliary stent placement: a case series and review of the literature, by alexandra fairchild, et al. Per the article, wallflex biliary stent was implanted into the portal vein to treat intraductal stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. Per the article, post stent placement, purulent material was drained, and profuse bleeding was noted. The patient then underwent a celiac arteriogram and the patient received 1 u packed red blood cell transfusion. 3 days after discharged, the patient was re-admitted and present with pneumonia and leukocytosis. The patient's condition rapidly declined, and the patient was intubated due to acute respiratory failure. 3 weeks post ercp, the patient developed abnormal liver function test. An abdominal CT scan was performed, and it was found that the stent had perforated into the portal vein, resulting to portal venous gas. Percutaneous cholangiogram was then performed to evaluate the biliary-portal fistula. A follow up contrast-enhanced CT scan showed a portal vein thrombosis. Removal of the migrated stent was not done due to patient's age and comorbidities, so another wallflex biliary stent was placed through the percutaneous transhepatic access in the cbd and extended into the duodenum parallel to the previously placed wallflex biliary stent. The patient was transitioned to home hospice for end-of-life care. Note: it was reported that the wallflex biliary stent was implanted to treat intraductal stones. The IFU states, "the wallflex biliary rx fully covered stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms and relief of malignant biliary obstruction prior to surgery." The wallflex biliary stent is not indicated for stones.